Manufacturer narrative:
All attempts to gain information about the patient or the event have been unsuccessful. Without lot number information we are unable to identify the manufacture date. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest a device defect or malfunction.

Event description:
Secondary burn utilizing a 0012m with a medline pencil is an ent procedure.